Manufacturer narrative:
The complaint investigation for a falsely depressed result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 11084ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot 11084ui00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect tsh lot number 11084ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
A physician questioned an architect tsh result of 0.217 miu/ml for sid (B)(6) generated on (B)(6) 2020. The same sample was retested generating a result of 5.123 miu/ml. No adverse impact to patient management was reported.